Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Additional troubleshooting is pending to interrogate the ipg.

Manufacturer narrative:
Correction: section h6- in the previous report, it should have been investigation findings-110-design error instead of 3221 - no findings available. Correction: section h6- in the previous report, it should have been investigation conclusions-12-cause traced to device design instead of 4315 - cause not established.

Manufacturer narrative:
H10: further information was received indicating this event is no longer part of fsca 1627487-06022017-001-c. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated a manufacturer representative interrogated the patient's ipg using their clinician programmer and was able to recover the ipg, addressing the issue.